Event description:
Ous MDR - after an implantation period of approx. 38 months, oversensing during provocative maneuvers and impedance values > 3000 ohm were reported. At the moment, biotronik has no further details with regard to a revision procedure.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves for the sentus showed a stable pacing impedance around 800 ohms between (B)(6) 2017 with subsequent intermittent increases to >3000 ohms as reported in the complaint text. Furthermore the provided iegms demonstrated artefacts on the lv channel and loss of capture. The trend curves for the solia showed that the pacing impedance was around 500 ohms between (B)(6) 2017. Since october an increase to >3000 ohms was observed. The ra channel of the iegms demonstrated noise artefacts, consistent with the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.